Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump fell into water. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.